Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The set was changed and the insulin pump alarmed again during a bolus. The customer continued to attempt the bolus, some insulin delivered, and then the alarm recurred. The blood glucose reading was 233 mg/dl. Insulin did exit with a manual prime. The customer declined troubleshooting and requested a replacement insulin pump and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. .